Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, the jaws on the instrument did not line up properly. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of grips. There was a .052 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, indicating overloading a the tip. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.